Manufacturer narrative:
(B)(6).

Event description:
The customer reported a ventilator experienced a main alarm failure. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported. The device was evaluated by the customer and an international philips remote service engineer (rse). The rse reported that the customer found another channel to repair the device and the device is now back to normal. The device was reported to have been repaired and is back in service. No parts were replaced by philips and no other anomalies were reported. Based on the information provided and service performed, the customer¿s alleged malfunction was confirmed. Based upon the information provided, the root cause cannot be determined in the assessment of this complaint due to lack of further information furnished by the customer.